Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an infection in the newly implanted pump pocket, which started 3 weeks prior to this report. Antibiotic treatment was necessary. It was noted that nothing had happened to the pump due to this event and that the device was functioning. At the time of this report, the patient status was indicated to be ¿alive-no injury¿. The device system was used to deliver bupivacaine, dilaudid and clonidine. It was later reported that, since the pump replacement on 2014 (B)(6), the patient had been titrated by the healthcare provider (hcp).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that since the surgery, the patient was violently ill; with pain. Within 12 hours of the pump replacement the patient had a fever of 102.8 degrees fahrenheit. The patient¿s wife contacted the hcp and was advised to bring the patient in. Oral antibiotics were prescribed. The fever was still present 3 days later. At that time, the patient was admitted and spent 6 days undergoing IV antibiotics; along with pain medication and tests. On the 6th day, a peripherally inserted central catheter (PICC) line was inserted in the patient¿s right bicep. The patient was informed that he would need 3 more weeks of home health care nursing to continue the multiple IV antibiotics. The patient suffered from nightmares, sleepless night, waking in cold sweats, anxiety, depression, more than usual excessive pain, and fear of future pump problems.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).